Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description 01/15/2019 14:04:27 rcrowe 2019-001732 284139 ____________________ problem description 01/15/2019 12:13:16 rcrowe customer called receiving the check IV set alarm on their 8100. Conducted the following: asked customer to connect to systems maintenance. After having the customer perform the analog sensors test, their bottle pressure was 4volts with no set loaded. Informed the customer it should be .99v recommended customer replace bottle side pressure senor. Customer will send in for repair.